Event description:
It was reported during insertion, the dfw375 intraocular lens (iol) was scratched on advancement. There was patient contact however, extent is unknown. Another johnson & johnson lens with the same model and diopter size was implanted. There was no patient harm or injury and no medical or surgical intervention. Patient is doing fine post-operatively. No further information is available.

Manufacturer narrative:
Patient weight and a-5 ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted, therefore not explanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 07-mar-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens and handpiece were received inside of a bag in the original folding carton. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, a punctured hole in the middle piece could be observed. Based on the return condition of the lens, no further product evaluation could be performed. Visual inspection under magnification of the handpiece revealed that it was received with the plunger rod advanced. The cartridge tip and cartridge could be observed to have a stress mark that exceeded acceptable bounds. Complaint issue of ¿dc-cosmetic issues¿ was not confirmed. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.